Event description:
It was reported the impedances on channels on 4 and 5 were >3600 ohms. Channels 8-15 were all "in the 700 range." Channels 0-7 were not being used. The patient received good stimulation coverage in the legs, but had pain in the lower back. The programming on channels 8-11 was covering the legs. The lead was initially implanted for leg coverage, so lower back coverage was not attainable. The pain at the implantable neurostimulator (ins) site did not go away with ins off, so the pain was not stimulation induced. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# n0034062, implanted: (B)(6) 2005. Product type: lead: product ID 377775, lot# n0034062, implanted: (B)(6) 2005. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).